Manufacturer narrative:
H.6. Investigation: two samples were received. Both have the luer tip with brown stain which is about 1/32¿ long. Additionally, four photos were provided showing the two syringes with discolored luer tip. Failure mode is verified. The samples were sent to a laboratory for analysis.the conclusion is that the luer tip discoloration is not foreign matter adhered to the plastic. The foreign matter is embedded in the plastic. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. The plastic got discolored during the molding process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. History of the mold was verified not finding any specific activity with the cavity 75.

Event description:
It was reported that bd posiflush¿ saline syringe had foreign matter. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: brownish speck found on tip on posiflush this is an urgent case. The customer has immediately issued a memo to stop usage hospital-wide.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ saline syringe had foreign matter. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: brownish speck found on tip on posiflush this is an urgent case. The customer has immediately issued a memo to stop usage hospital-wide.